Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, when the physician was releasing the suture, he cut all the way through the mesh leg assembly. He reached back up with a hemostat and removed the rest of the leg assembly, however, a portion of the prolene suture was left behind inside the patient. The physician chose not to remove the suture piece because it was too far back to reach, and he also felt it would not cause a problem. The case was completed with this device, with no further complications to the patient, who is reportedly "fine" post-procedure.